Event description:
The patient reported that they suddenly lost stimulation, and had a return of symptoms a couple of weeks prior to the report. It was indicated that the symptoms were as they were prior to implantation; incontinence and nocturnal symptoms had returned. It was noted that the patient had not seen the managing healthcare provider in two years, and had never used the patient programmer. At the time of the report, the patient tried to connect to the implantable neurostimulator via the programmer. They only got a poor communication screen. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.